Manufacturer narrative:
A leak and a tear were found in the unexposed portion of the soft cannula. This caused an improper delivery of insulin. The exposed portion of the soft cannula was also found to be shortened, but it could not be determined when or how this damage occurred. Corrosion was observed on the pcb near the chassis common and the internal leak was found to be the root cause of the corrosion. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
The patient's blood glucose (bg) values reached 375 mg/dl. No further details to report.